Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead exhibited high out of range pacing impedance. The patient experienced spasm in the rib cage. The patient was brought into the clinic, device interrogation showed that the rv lead exhibited loss of capture and loss of sensing. Chest x-ray confirmed lead dislodgement due to twiddler's syndrome. The lead was explanted and replaced. There were no patient consequences during and after the procedure.